Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), the patient underwent indwelling catheterization due to urinary retention. On (B)(6), the catheter dislodged due to a leaking balloon. A new sterile catheter was subsequently replaced and reinserted to complete catheterization. This incident did not affect the patient's treatment.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on december 3, the patient underwent indwelling catheterization due to urinary retention. On december 13, the catheter dislodged due to a leaking balloon. A new sterile catheter was subsequently replaced and reinserted to complete catheterization. This incident did not affect the patient's treatment.